Manufacturer narrative:
Retainer ring: clear. Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Unable to perform the displacement test, sleep current test, active current test and self test due to unresponsive keypad. Unresponsive keypad due to moisture damage to keypad traces. The p-cap/reservoir does lock properly. Unit passed the keypad voltage test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within specification range. The j1 connector on pcb1 was locked properly during visual inspection. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board, force sensor, and motor. The following were noted during visual inspection: cracked retainer, cracked case corner of the belt clip rails near the battery compartment, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, serial number label missing, missing display window cover, pillowing keypad overlay, and corroded battery tube. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Blank display was not observed during analysis, blank display not confirmed. Moisture damage found on the electrical board, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will not be returned for analysis.